Manufacturer narrative:
Corrosion damage was noted within the internal components.

Event description:
The micro sagittal saw was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device without any clinically significant procedure delay. No adverse event was associated with the device.